Event description:
It was reported during the permanent procedure, while anchoring the scs lead, the physician inadvertently pulled the lead down by one vertebral body. Subsequently, the physician repositioned and anchored the lead back in place; however, post-operatively, the patient's stimulation has changed from that of intra-operative testing before the lead was pulled down.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.